Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for the customer to receive a new replacement pump and instructed them to use multiple daily injections as a backup therapy. The shipping process and return instructions for the problematic pump were clearly explained to and acknowledged by the customer.